Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported the linkassist is blocked. Caller stated sometimes the device releases when the patient is not expecting the ejecting of the infusion head set. No adverse event reported. Requested return of the alleged linkassist for evaluation.